Manufacturer narrative:
(B)(4). Date sent: 2/11/2026. D4 batch #549d26. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present the reload was received fully fired, with 17 drivers missing, making the reload non-functional, staples from 13 missing drivers were still in pockets. However it is possible that the reload was manipulated, and the sled was manually removed. In addition, the reload pan was noted to be partially dislodged from the distal side. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, the jaw could be opened without difficulties. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 549d26, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, a97v8u, and no non-conformances were identified.

Event description:
It was reported that during a pancreatic duodenectomy surgery, could not fire farther after fired a little and then could not open the jaw. Used manual override lever to open the jaw and removed the device. There were no adverse consequences to the patient. No additional information could be provided.¿